Manufacturer narrative:
H3: product analysis of ped-450-18, lotno:b380164. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as the pushwire was returned without the braid. No damage was found with the pushwire. The cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline migrated after deployment.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left posterior communicating artery with a max diameter of 2.55mm and a 1.98mm neck diameter. The landing zone was 3.35mm distally and 4.47mm proximally. It was noted the patient's vessel tortuosity was moderate.  Dapt (dual antiplatelet treatment) was administered and pru level was normal. The angiographic result post procedure was slowing blood flow in the aneurysm. No patient symptoms or further complications were reported as a result of this event. It was reported that the pipeline blood flow directing dense mesh stent (ped-450-18) was delivered and deployed according to the preoperative plan, and the deployment process was smooth. After the stent was deployed, the surgeon used conventional postoperative massage techniques to massage. During the massage, the distal end of the stent fell off, and the coverage of the distal end of the aneurysm was insufficient, so the second pipeline bridging rescue (ped-475-18) was performed helplessly. After deployment, it adhered well to the wall, after the guide wire massage, the operation was over. The cause of the migration was the distal end of the stent slipped off during massage. The pipeline was implanted at the intended location and full wall apposition was achieved. It was unknown if any side branches were covered by the pipeline. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a phenom microcatheter.